Manufacturer narrative:
(B)(4). Date sent: 10/21/2015. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the staple line complete? No. If the staple line was not complete how many staples were deployed to the tissue (1, 2, 3 ect)? No information the analysis found that one pce45a device was returned in good visual condition and with an ecr45g partially fired 1/10 cartridge reload present. Upon further analysis the cartridge reload was noted to have drivers and cartridge deck damage. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic pneumonectomy, the knife did not move forward at the first firing on the lung. Some deployed staples of the proximal end were unformed. The cartridge was green. Another competitive device was used to complete the case. There were no adverse consequences to the patient.